Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right upper abdominal quadrant was diagnosed with paradoxical adipose hyperplasia in the same area.

Manufacturer narrative:
Corrected data: a3a b3 b5 b6 d1 d4 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right upper abdominal on (B)(6) 2019 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. An MRI revealed benign nodularity in the adipose tissue in the right upper quadrant. Physician reported "photos do not reveal any deformity but hard nodularity is easily palpable on exam".